Event description:
When dr was trying to remove the boston's amplatz .035 wire from the mariner berenstein catheter, the wire was stuck. The physician tugged on the catheter causing it to stretch and eventually break into 2.

Manufacturer narrative:
Conclusion: the complaint investigation has been confirmed during the visual examination of the returned sample. The complaint sample was returned in two pieces, the hub attached to the strain and the shaft with the distal tip attached. The catheter shaft was severely stretched and had become accordion in several sections. The distal tip had become accordion and the tip was more of an oval shape then round. The catheter shaft was so severely stretched it pulled out of the hub. The catheter break appears to have been caused due to the excessive force applied to the catheter during removal. The following statements are listed in the instructions for use to address and help prevent this type of complaint: angiodynamics angiographic catheter are designed for use with specific guidewire diameters. The recommended maximum guidewire diameter is specified on the catheter label. Guidewire use has been associated with a greater incidence of thrombus formation. Optimal guidewire size and judicious use are recommended. If resistance is encountered during catheter manipulation, determine the cause under fluoroscopy and take the necessary remedial action. If resistance is encountered when removing the guidewire from the catheter, simultaneously removed the catheter and guidewire as a single unit under fluoroscopy to prevent potential vessel and product damage. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual. See scanned page.